Manufacturer narrative:
Method: device not returned. (B)(6) 2011 echo is referenced as being enclosed with the customer letter but none has been received (inquiry sent to trace). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: evaluation summary: as received the valve exhibits indentations in the free margins of leaflet 2 and 3 at commissure 3 are evident; folds and creases are also noted in leaflets. Such characteristics are typical to those made by a suture loop; however a suture track was not detected. Thus the disruptions may have been caused by a chordae tendineae. Mechanical markings, most likely to surgical tool at explant are noted in the cusp are of leaflet 3. No other inconsistencies are detected or in the x-ray, as the wireform is intact. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Conclusion: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. In this case, it is inconclusive as to whether these markings were caused by a suture loop or the patient's chordae tendinae. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Method: x-ray.

Event description:
Reportedly, the device was explanted at implant due to "posterior strut leaflet had restricted opening." Per the cer: on table, tee showed severe mitral stenosis, and also improper opening and closing of bioprosthetic mitral valve. Posterior strut leaflet had restricted opening. The customer letter also stated: "following implantation showed severe ms (mean gradient 13 mmhg), torrential mr and also improper opening and closure of the bioprosthetic mitral valve. The patient was placed on cpb emergently. On inspection of the bioprosthetic valve it was positioned well but the posterior strut leaflet had restricted opening. A dental mirror was also used to rule out suture looping and there was no evidence of it.... Following the operation, the explanted tissue valve was inspected by myself... And your local territory manager and we found that the leaflets at the posterior strut commissure were bent."